Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. T8 stick fit hexalobe driver (part number 80-0759, batch number 530863) was returned for evaluation. The returned driver was examined visually under magnification. There was minimal to no wear or damage throughout the driver shaft. There was significant twisting found along the hexalobe grooves on the driver tip. A visible twisting of each ridge along the driver tip was seen, this usually occurs just prior to a driver tip breaking. Hexalobe tip twisting may occur when excessive force is applied to the driver during use, usually to overcome increased resistance. Additionally, it appears the tip of the driver was fractured. The broken driver portion is 3.332" long indicating that the fracture occurred approximately .048 inches from the end of the driver. The reported event indicated the driver was damaged during a removal surgery. The direction of the twisted lobes indicates the driver was likely twisted counterclockwise with excessive force which is the direction a driver would be used for removal surgery. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine removal surgery, the 80-0759 t8 stick fit hexalobe driver tip broke. It was also reported the surgeon had to cut the plate and rotate the cut plate to remove the screws. The surgery was completed with a 15 minute delay. There were no adverse patient consequences reported.